Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin irritation and inflammation at abutment site; subsequently the patient was treated with oral steroids (date not reported).